Manufacturer narrative:
The investigation concluded a higher than expected ft4 result was obtained from a single patient sample tested on a vitros 5600 integrated system. The most likely assignable cause is user error leading to the use of a sub-optimal calibration event. The customer reconstituted the calibrator vials using tap water instead of distilled water, as recommended in the vitros immunodiagnostic products ft4 reagent pack instructions for use (calibration section). As the patient sample storage time was close to upper recommended time limit at the time the correlation study was completed, sample storage and sample age cannot be ruled out as contributing factors to the bias observed. There was no evidence the vitros 5600 system experienced any intermittent issues during the event. However, as there was no within-run precision testing completed, a vitros instrument issue cannot be completely ruled out as a contributing factor.

Event description:
The customer observed a higher than expected vitros free t4 (ft4) result obtained from a single patient sample processed on a vitros 5600 integrated system. Patient 2: 1.08 ng/dl versus expected result of 0.72 ng/dl. A biased result of the direction and magnitude observed may lead to inappropriate physician. The discordant vitros ft4 patient sample result was not reported from the laboratory as being part of a correlation study used for implementation of the new ft4 reagent lot. There was no allegation of patient harm. (B)(4).